Manufacturer narrative:
The report of a channel error was confirmed in the pcu event log. Physical inspection of the device noted with the instrument seal not present. The female (left) iui was observed with damaged isolation ribs, bent pins, and corrosion. The female iui separated into two pieces when removed from the device. There were no other anomalies observed. The pcu event log shows on the day of the reported event, 4 pump modules were in use and infusing: pump module s/n (B)(6) (unit b) was in use and infusing dexmedetomidine 400mcg/100ml (drugid 131) at a rate of 28.4ml/hr (initially programmed at 1:36 pm on 29 (B)(6) 2021). Pump module s/n (B)(6) (unit c) was in use and infusing a basic infusion at 10ml/hr (initially programmed at 9:29 pm on 29 january 2021) and a secondary infusion of vancomycin 2000mg/500ml (drugid405) at a rate of 250ml/hr (initially programmed at 10:42 pm on 29 (B)(6) 2021). Pump module s/n (B)(6) (unit a) was in use and infusing fentanyl (IV) 2500mcg/250ml (drugid 173) at a rate of 5.5ml/hr (initially programmed at 4:52 am on 29 (B)(6) 2021). Pump module s/n (B)(6) (unit d) was in use and infusing nacl 0.9% for drips at a rate of 10ml/hr (initially programmed at 10:07 am on 29 (B)(6) 2021). At 1:33 am, a channel disconnect occurred and all 4 pump modules were disconnected (loss of communication). The user addressed the channel disconnect pop-up and then powered off the system. After powering the system back on at 1:34 am, the devices were again removed from the system. The system was powered off and then back on at 1:37 am, and the devices were once again removed from the system. The error logs showed that at the time the devices were removed following the power on, loss of communication occurred on the devices, which was immediately followed by a malfunction (malfunction ¿ error code 200.5080.0; failure=module_sw_version_timeout_failure). The 200.5080 channel errors were the result of a loss communication with the pcu that occurred when the system had been powered on again after the initial channel disconnect; the pcu had a re-occurrence of the loss of communication when it had been powered on again by the customer which led to the modules unable to complete communication of their respective software versions with the pcu. Pump module s/n (B)(6) (unit d) was not returned for investigation. Testing performed was unsuccessful in replicating the channel disconnect and channel errors. Device history review: a review of the device history record showed the device had a manufacture date of 20 november 2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The proximate cause of the reported channel error was identified as due to a channel disconnect due to a loss of communication as a result of damaged iui connectors. The probable cause of the malfunction (error code 200.5080.0) that occurred after the system was powered back on was identified as failed communication between the pcu and attached modules.

Event description:
It was reported that all four large volume pumps (lvp) stopped working and were alarming for channel error. All four channels in use were blinking red for failure. They attempted to reset the pump by turning the device off and back on again. The pump continued to alarm channel error in all four channels. The pumps were infusing fentanyl (10 , 5.5 ml/h, 250 ml), precidex (4, 28.4 ml/h, 100 ml), sodium chloride (normal saline) 0.9% (10 ml/h, 180000 s). This event happened in critical care. It was reported there was no harm to the patient. Although requested, no other information was provided.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no patient information provided.

Event description:
It was reported that all four large volume pumps (lvp) stopped working and were alarming for channel error. All four channels in use were blinking red for failure. They attempted to reset the pump by turning the device off and back on again. The pump continued to alarm channel error in all four channels. The pumps were infusing fentanyl (10 , 5.5 ml/h, 250 ml), precidex (4, 28.4 ml/h, 100 ml), sodium chloride (normal saline) 0.9% (10 ml/h, 180000 s). This event happened in critical care. It was reported there was no harm to the patient. Although requested, no other information was provided.